Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed on the atrial channel. The patient presented in-clinic for a device check. The lead measurements are all in range. No attempts were made to reproduce the noise because the patient is dependent and the battery of the device is low. The noise did cause pacing inhibition, but the patient did not experience any symptoms or adverse effects. No programming changes will be made. Patient will continue to be monitored.